Manufacturer narrative:
The report of the device running without user activation was duplicated during testing at the manufacturer. Upon disassembly, corrosion was discovered in the rotor, motor, and press plug and the bearings were found to be damaged.

Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.